Event description:
Reported that during a procedure, the tip broke off. It was inside the patient, and piece was retrieved. Surgeon was able to retrieve right away. No patient consequence and like product used to finish procedure.